Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information d2a. Medical device type jka. D2b. Common device name tubes, vials, systems, serum separators, blood collection. G.4. PMA / 510(k)# k243207. Investigation summary bd received one photo for investigation, which was of a non-patient shield. No photos of the defect were provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred, requiring recollection. No adverse impact was reported regarding the patient or user.